Event description:
The patient presented in-clinic for a device change-out, and externalized conductors were observed via review of fluoroscopy. The anomaly was present on the tricuspid area of the lead. All measurements were stable. The lead was left implanted with the new device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.